Event description:
It was reported that the patient presented to the clinic on (B)(6)2015 for defibrillation threshold testing. Upon interrogation of the defibrillator, high threshold on the left ventricular lead was observed. The device was reprogrammed. The patient presented in clinic on (B)(6)2015 for follow-up. The patient experienced diaphragmatic stimulation caused by the left ventricular lead. The device showed normal thresholds so no reprogramming changes were made. On (B)(6)2016 the patient presented to clinic for follow-up. Upon interrogation of the device, the left ventricular lead exhibited high threshold. The lead was programmed off. On (B)(6)2017 the patient presented in clinic for follow-up. Patient was experiencing pocket stimulation. Testing confirmed the stimulation was caused by the left ventricular lead. Reprogramming was attempted but caused diaphragmatic stimulation. The lead was programmed off. Pocket stimulation was not seen after the reprogramming.